Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a deer chewed through the driveline and the pump was off for around 3 hours. The log files showed the pump was starting and stopping intermittently on (B)(6) 2022 between 15:12 and 19:07. At 19:16 the driveline was disconnected. The patient was stable and was started on milrinone at the emergency department. The patient underwent a pump exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed external driveline damage consistent with the report of a deer chewing on the patient¿s driveline. Damage to all layers of the driveline and exposure of the underlying wires was observed in a region distal to the patient¿s exit site. Damage to the insulation of all six wires was observed in this location with exposure of some of the underlying conductors. Additionally, multiple wires appeared to be kinked in this location. This damage appeared to be consistent with mechanical damage. Damage to the silicone jacket was also observed in multiple areas distal to the primary mechanical damage. Rescue tape was observed in areas proximal and distal to the observed mechanical damage. The submitted log file contained data from (B)(6) 2022, per the timestamps. The pump appeared to operate as intended at or above the low speed limit until (B)(6) 2022 when multiple intermittent pump stop events were captured while the patient was operating on external battery power. Approximately 4-hours after the first pump stop event, a driveline fault was captured. This driveline fault was followed by a driveline disconnect alarm approximately 8 minutes later. The driveline disconnect alarm was captured for the remaining duration of the file. No other notable pump events or alarms were captured. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation and pump stop events observed within the submitted log files. Additionally, the confirmed driveline fault alarm is consistent with the conductor damage observed in the submitted photograph. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for product return); however, no additional information was provided. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿, contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section warns that damage to the driveline, depending on the degree, may cause the pump to stop and instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms (including low speed alarms) and the appropriate actions associated with them. Section 8 of the IFU, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.